Event description:
The customer reported an issue with the touchscreen responsiveness of their pump, as the screen was frozen and would not respond to inputs. There was no adverse impact on the customer's blood glucose level. The customer attempted to resolve the issue by performing a pump reset with the guidance of technical support, but the screen remained unresponsive. No additional information regarding further outcomes or actions was provided.